Event description:
It was reported during implant procedure that the right ventricular lead exhibited high pacing impedance and loss of capture. The lead was successfully exchanged. The patient was stable and asymptomatic.